Event description:
It was reported that a clearlink stopcock set had leaked. The nurse had tightened both ends of the set. After infusing for 20-30 minutes the nurse discovered that the set had disconnected at the distal end. The patient's blood was observed to have backed up the tubing to the stopcock. There was patient involvement; however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review could not be performed since there was no lot number provided. The sample was not returned for evaluation; therefore, a device analysis could not be performed.

Manufacturer narrative:
(B)(4). The exact date of the event is unknown. The device is not available for evaluation. A follow-up report will be filed if any additional relevant details become available.